Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/20/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula as well as on the c-ring. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the condition of the returned device and the evaluation results, the reported failure "break-c-ring cut" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring split in half. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring split in half. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.